Manufacturer narrative:
Correction: b5. Typo originally recorded as "to help resolve their issue, patient had their device roomed (B)(6) 2023." Correct verbiage: "to help resolve their issue, patient had their device removed (B)(6) 2023." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: to help resolve their issue, patient had their device removed (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt said they'd had their ins turned off since june. Pt said since implant of the ins, they have had elevated blood sugars (pt said they took a test and it was up to 8). Pt said they called the tech and their hcp and the physician assistant thought it was from the surgery, but pt said they bought their own sugar tests and each time their legs start to hurt, they'd take a blood sugar test. A response was received from patient regarding their complaint. Patient reports their legs will burn and itch when their blood sugar is elevated. Patient alleges that when stimulator is on and they eat their leg pain and blood sugar increases, but when stimulator if off their blood sugar drops to drastically. Patient adds their physician ran hic and they increased from a 6 to 8. Also they did a glucose test with stimulator on and off, and adds their blood sugar was elevated. To help resolve their issue, patient had their device roomed 2023-feb-10. Additionally, patient reports they've now been diagnosed with peripheral neuropathy, and they continue to drop in weight and their disease gets worst, and their blood sugar is getting better.